Event description:
The patient had 2 scs leads from the same lot. The patient reported she experienced headaches which progressed into migraines and was hospitalized due to the issue (date of event is unknown). Per the patient, the physician thought the patient might have been experiencing a reaction to the scs leads. As a result, the scs system was explanted in (B)(6) of 2006. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.